Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1cymt serial# implanted: (B)(6) 2017 explanted: product type lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-operative electrode impedance test performed at 2.0v and 360 pw. Impedance values reported were noted at greater than 4000 ohms. The representative noted at this setting about half of the contacts showed >4000 ohms. The representative also ran impedances at 3v and 360usec and that showed all contact pairs >4000ohms except c1 <(>&<)> c3.motor response was tested. Patient was getting good motor response at reasonable amplitude across the lead. Before calling and while on call with technical services caller noted wiping down the lead, clearing the header block of fluid (suction).it was reported that representative has no additional information to report, most impedances cleared the last time they ran diagnostic at amp 2.0, pw360.the patient indicator for use is gastrointestinal/pelvic floor.